Event description:
It was reported that a procedure was cancelled. An angiojet solent proxi catheter was used for mechanical thrombectomy procedure. However, during the procedure, there was leakage observed in the suction pump of the device when performing to prime. The procedure was not completed due to this event. No further complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent proxi catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at the strain relief, the hypotube was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. A pressure reading of 1.577 kpsi was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that a procedure was cancelled. An angiojet solent proxi catheter was used for mechanical thrombectomy procedure. However, during the procedure, there was leakage observed in the suction pump of the device when performing to prime. The procedure was not completed due to this event. No further complications were reported.